Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the site had another system with the same ip as the one being currently used. The site has to change the ip address. The imaging system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A system check out was completed. Rebooting of the navigation system corrected the issue. An ip address conflict was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported the initial spin was taken and the procedure was completed. Post-operation, when attempting to perform a confirmation spin, connectivity to the navigation system or to pacs was not possible. The issue occurred during selecting patient/acquire scans. Different cables and bypassing the bulkhead connectors were tried without resolution. The manufacturer representative indicated the system would send up to pacs up to a certain point, then would suddenly stop sending images. There was no impact on patient outcome. The issue resulted in less than 1 hour delay. When onsite to troubleshoot on (B)(6) 2019, the manufacturer representative rebooted the system and communication was possible between the imaging system and navigation system. On one occasion, however, the mobile viewing stations (mvs) displayed an error, "windows detected an ip address conflict". The imaging system was configured to communicate with three different navigation systems. The "ior" feature was enabled, but when connected to the navigation system and when selecting a system the message "no igs servers found". The manufacturer representative was going to test with a different navigation system to see if the issue recurred. No complications were reported/anticipated.